Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it can be presumed that it was infacol (simethicone) from its characteristics, and it is assumed put into the water. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU: operation manual instructs to put only pure sterilized water into the water tank. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported air/water leaking event during inspection and testing. Upon evaluation of the returned device channel blockage and cloudy auxiliary/jet channel due to contamination was noticed. The auxiliary channel was removed to allow further investigation of the channel, and a small channel cleaning brush (bw-400t) was used to clean the channel. The suspected contamination was removed from within the channel when brushed and white debris was observed on and in the front of the brush. After brushing, the channel appeared free of foreign debris. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite gastrointestinal videoscope, the scope was leaking air/water from the air/water channel. Upon inspection and testing of the returned device, foreign material (white frost like contamination) was found in the jet channel. It was reported that the channel was removed and cleaned of contamination which was identified as a simethicone anti -gas product. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.